Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had bluetooth (ble) and inductive telemetry issues. It was noted that the ICD was able to be successfully interrogated, however, no information was provided on what caused the telemetry issues or they steps taken to resolve them. There were no reported patient consequences.